Event description:
It was reported that patient presented with non-sustained lead noise. Review of the segms showed no lead noise and that the episode detection was due to intermittent capture. The rv lead was dislodged with the svc coil in the svc vein. The lead was repositioned with no further issues. Patients condition was good after the event.

Manufacturer narrative:
No medwatch form was received.